Event description:
It was reported that the patient midline incision has opened and spinal cord stimulation (scs) paddle tails were exposed. No sign of infection was noted. The patient underwent a scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 32028999. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).